Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p92-20 that has a similar product distributed in the us, list number 7p92-21 / 31, with 510k/PMA/bla number p910007.

Event description:
The customer observed falsely elevated alinity I total psa results when using a new reagent lot, 73155fz00, compared to another reagent lot, 72104fz00. The following data was provided (customer provided reference range: <4.00 ng/ml): result using reagent lot 73155fz00= 5.95 ng/ml result using reagent lot 72104fz00 = 2.95 ng/ml. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I total psa results when using a new reagent lot, 73155fz00, compared to another reagent lot, 72104fz00. The following data was provided (customer provided reference range: <4.00 ng/ml): result using reagent lot 73155fz00= 5.95 ng/ml result using reagent lot 72104fz00 = 2.95 ng/ml no impact to patient management was reported.

Manufacturer narrative:
Investigation into the issue has identified performance shifts could occur with specific lots of alinity I total psa reagent kit, list number 07p92, including lot 73155fz00. A field action has been issued and the impacted lots are not distributed in the us. No further information will be submitted.